Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2021, wherein the ipg was explanted and replaced with a different model. No further information is known at this time.